Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test. It was determined that the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The customer was provided a replacement device to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue mx40 2.4ghz indicating during evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.